Manufacturer narrative:
The device was used in treatment and it was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The drill errors were confirmed, the drill behaved erratically, throwing a error depending on its use. No external physical damage was seen so it is believed to be an internal wiring issue that is causing the erratic behavior. The root cause after investigation was established to be supplier / raw material fault.

Event description:
It was reported that during procedure, dr. Green pressed the drill pedal and e8 error displayed and anspach drill would not turn on. The drill was unplugged and plugged in again and received the same error. The drill was tested outside the of patient session, the drill wouldn't run. A new drill was provided and tested, and it was working. The patient session was resumed. It was tried to recalibrate and home the handpiece and new drill with the probe. Calibration errors were received after these attempts. The initial handpiece was replaced with the one from the new tray, and the calibration and home went fine, allowing us to continue and finish this case. There was a delay of 15 minutes. Investigation results revealed an internal wiring failure in the drill connector or drill body.